Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The reported rupture was unable to be confirmed however the guide wire exit notch was torn which is likely what was perceived as the rupture. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4) company, ltd. Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified, de novo lesion in the diagonal coronary artery. The 2.5x12 mm tenku rx balloon dilatation catheter (bdc) was advanced and crossed the target lesion. However, during the first inflation to 6 atmospheres for 5 seconds the balloon ruptured. The bdc was removed and replaced with a same size tenku bdc to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.